Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use. However, during preparation, when the stent protector was removed, it was noted that the stent was damaged. The procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged across its length with stent struts distorted and stretched. Stent moved both distally and proximally on the balloon and over the distal and proximal markerbands. The maximum crimped stent profile was reviewed and found within specification. A review was conducted of the specified inside diameter of the stent protector, however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found one outer/inner kink at 15mm distal from the port exit site. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use. However, during preparation, when the stent protector was removed, it was noted that the stent was damaged. The procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.